Manufacturer narrative:
.

Event description:
It was reported that the patient had a very bad seizure the night prior and wants to have the generator replaced as she believes the generator battery is dead. It was also reported that the patient has been experiencing very bad seizures. The patient was scheduled for generator replacement. An implant card was received indicating that the patient underwent generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date.